Event description:
It was reported that the fluid warming device was over heating, water was not circulating, and the lights were not turning on. No patient injury or involvement were reported. No additional information is available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Visual inspection and found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. Replaced return tube and main pcb (printed circuit board). The cause of the reported problem was traced to a design issue. A CAPA was opened to investigate the cracks and leaking from return tube assembly. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: e4: correction: customer reported to FDA: no information.